Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. It is unknown if the unit was in use on patient, but there's no patient harm reported.

Manufacturer narrative:
The service technician replaced the power management board to address the reported problem.